Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Analysis revealed that the coil does not appear to have detached via electrolysis. The proximal contact was kinked and the delivery wire was kinked 13, 53, 148 and 156 cm from the proximal end likely due to handling of the device. Information available indicated that the device was confirmed to be in good condition prior to use and that intermittent flush was being used. Based on the information available and analysis of the device a root cause of dfu instructions not follow will be assigned. The target dfu indicates that in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained. It is likely that increased friction was experienced due to intermittent flush which resulted in increased mechanical pressure on the coil, leading to a break.

Event description:
It was reported that when the coil was being advanced into the microcatheter, it broke off from the detachment zone. The physician retrieved the microcatheter along with the coil without clinical consequences to the patient.

Event description:
It was reported that when the coil was being advanced into the microcatheter, it broke off from the detachment zone. The physician retrieved the microcatheter along with the coil without clinical consequences to the patient.